Event description:
It was reported that the patient passed away following implant and that log file analysis was requested. Event log file analysis revealed that the backup battery was installed on (B)(6) 2021. A low flow hazard alarm was recorded when pulsatility index (pi) was elevated on (B)(6) 2021. A momentary low flow was then recorded on (B)(6) 2022. A low speed advisory event occurred on (B)(6) 2022 at 18:47 while speed adjustments were made. The pump then maintained it's set speed until an intentional pump stop recorded at 19:01. The driveline was disconnected at 19:02. The periodic log file indicated that the backup battery was installed in the system controller after (B)(6) 2021 20:50.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms; however, a specific cause for the alarms and reported patient outcome as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2021 due to congestive heart failure. Reportedly, the cause of death was device or therapy related. There was no autopsy performed and the pump will not be returned for evaluation. The submitted controller event log file contained data from (B)(6) 2021 at 19:50:58 to (B)(6) 2022 at 19:51:16. On (B)(6) 2021 at 20:00:58 and 20:06:50 and on (B)(6) 2022 at 11:19:03 there were events where the calculated flow was below the low flow threshold of 2.5 liters per minute (lpm), resulting in 4 low flow faults and 1 low flow alarms. On (B)(6) 2022 at 18:47:23 the pump speed was set to 3700 revolutions per minute (rpm) which was below the low speed limit (lsl) of 4000 rpm, resulting in low speed advisory faults and alarms. On (B)(6) 2022 at 19:01:41 the pump was intentionally stopped. Approximately 1 minute later, the pump was disconnected. These events correspond with the reported time of the patient¿s expiration. There were no other abnormal events captured ¿ the only other events were associated with pulsatility index (pi) events and power cable disconnects. Multiple attempts to gather additional information was attempted; however, none was provided. No product is available for investigation; however, in the event that (B)(6) is returned, this investigation will be reopened to capture that evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 13dec2021. Heartmate 3 lvas IFU section 1 entitled ¿introduction¿ lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufactuer is closing the file on this event.